Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented an ¿air in line¿ alarm during use with an unspecified baxter set. This occurred during infusion of vancomycin in the intensive care unit (ICU). The customer removed the set from the pump and opened the slide clamp which bolused the patient. The lower slide clamp on the set had not been closed when the set was removed from the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.